Manufacturer narrative:
(B)(4). Batch # r5779e. Investigation summary: the analysis results found that the ats45 device was received with the firing trigger broken and with no reload present. No functional test could be performed due to the condition of the device. While no conclusion could be reached on what cause the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the details for this event are unknown at this time. There was no patient consequence reported.